Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. Section d brand name corrected.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
Added: e4. Corrected: h3. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was inserted via the axillary graft access to support the 70-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. Prior to the 5.5 pump the patient was supported by a vent for respiratory needs and extra corporeal membrane oxygenation (ECMO). The patient had a known prior cardiac arrest but, the other cardiac history was not shared. After a week of support the automated impella controller (aic) working along with the 5.5 was alarming for "controller error" and waveforms were no longer visible. The patient remained hemodynamically stable but, the team replaced the aic with a backup controller. The waveforms returned on the backup controller and support proceeded without lasting harm or injury. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however the exchange was performed with no consequence to the patient and support.